Event description:
It was reported that the customer had a hospitalization on (B)(6) 2015 due to high blood glucose and keytones. Customer's blood glucose level at the time of the hospitalization was 590 mg/dl. Customer states they were not wearing the insulin pump when admitted to the hospital and treated manual. Also customer mentioned she was in a car accident and was driving. Troubleshooting was not performed, but insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.